Event description:
It was reported that customer was hospitalized due to a diabetic ketoacidosis. Troubleshooting was performed and pump programming and function appeared to be normal. Explained the importance of the two high blood glucose rule and instructed customer to call back if any further assistance needed.